Manufacturer narrative:
No button error alarms were noted. However, the pump had an intermittent act button due to moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues; she was driving in her car when the pump alarmed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.